Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were unable to clear an alarm. The customer reported that the insulin pump display had gone blank. The customer reported that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The customer stated that there was crack on the back of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a cracked case behind the pump at the battery compartment causing the battery tube to become loose and test the battery cap not making contact to the battery tube. The battery tube assembly was pushed back in the right position, monitored and pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No blank display or insert battery alert was noted. All buttons functioned properly. No damage in the keypad assembly was noted. No unlocked keypad connector during visual inspection was noted. The pump failed the leak test from a cracked case behind the pump near the battery compartment. No serial number label or end cap address label worn or faded was noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay, cracked battery tube threads and minor scratches on the lcd window.